Event description:
Manufacturer periodically compares device tracking info to the social security death index for the purpose of updating device tracking data. Manufacturer became aware of pt death during this process and determined that the death should be MDR reported because the cause of death is not known at this time. The pt's device was reportedly programmed to off approximately one year prior to death due to unrelated apnea (reference medwatch report 1644487-2003-00370). There is no evidence at this time that the ncp system caused or contributed to the reported event.